Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked and gouged) and also has fractured on the lateral side of post. All pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was found fractured and worn by inventory management. No adverse event has been reported as a result of this malfunction, and no further information has been provided.